Manufacturer narrative:
A ge oec service rep investigated the issue and with assistance from in-house bme found a faulty camera video cable and twin bnc bulkhead cable that were removed and replaced. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys had a monitor flicker when the sys was cold. Image improved when sys warmed up.